Event description:
Through journal article "replacement of shaped textured implants with round smooth implants in breast reconstruction: long term patient- and surgeon- reported outcomes" patients experienced worsened contracture grade unknown", "peri-operative complication (hematoma/seroma requiring drainage or cellulitis requiring antibiotics)," and "deflation" of saline devices. 307 patients (534 implants) participated in the study. This record reflects 48 allergan® natrelle style 363 implants. Affected sides are unknown. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201, f1905. Article citation: ayyala, haripriya s. Md; afifi, tarek md; castel, nikki md; mccarthy, colleen md; cordeiro, peter g. Md. Replacement of shaped textured implants with round smooth implants in breast reconstruction: long term patient- and surgeon- reported outcomes. Plastic and reconstructive surgery ():10.1097/prs.0000000000011001, august 18, 2023. Doi: 10.1097/prs.0000000000011001 . The events of "worsened contracture," "seroma," "cellulitis requiring antibiotics" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "worsened contracture grade unknown", "seroma," "cellulitis requiring antibiotics"